Manufacturer narrative:
(B)(4). Section g4: 950anz model is not marketed in the united states. A similar model, 950jus is marketed in the us, under 510(k) number: k220703. Product background: the fisher & paykel healthcare (f&p) 950 respiratory humidifier is designed to deliver humidified respiratory gases for the treatment of patients. It is intended to be used in combination with other medical devices, such as a ventilator or another gas source. The design of the system includes multiple control algorithms and design features to ensure that the correct temperature and humidity levels are generated. The 950 respiratory humidifier is designed in accordance with iso-80601-2-74:2017, medical electrical equipment -part 2-74: particular requirements for basic safety and essential performance of respiratory humidifying equipment. Method: the complaint f&p 950anz humidifier was returned to fisher and paykel (f&p) healthcare in new zealand, where it was visually inspected. Results: visual inspection of the power pcb of the complaint device revealed that a capacitor had blown off and patches of black deposit was observed near cooling vents of the rear case. Conclusion: we are unable to determine the cause of the reported event. However, the subject capacitor can get damaged if it is subjected to mains voltage spike or surge. The user instructions which accompany the device reveals following warnings. ·visually inspect components and accessories for damage before use and replace if damaged. Use of damaged components or accessories may impair performance of the humidifier or compromise safety (including potentially causing serious harm) ·appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. ·failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. ·do not touch the electrical connectors and the patient simultaneously. Failure to comply may result in serious harm. ·operation of the humidifier outside of the specified operating conditions (as described in these user instructions) may impair performance of the humidifier or compromise safety (including potentially causing patient harm). ·portable rf communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 30 cm to any part of f&p 950 respiratory humidifier, including cables specified by the manufacturer. Otherwise, degradation of the performance of the equipment could result.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that smoke was observed coming from a 950 respiratory humidifier while it was connected to the mains power switch. It was further reported that the 950 respiratory humidifier was switched off while it was connected to the mains power. There was no patient involvement or injuries reported as a result of this event. The complaint device and accessories have been requested to be returned to f&p healthcare for further analysis.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that smoke was observed coming from a 950 respiratory humidifier while it was connected to the mains power switch. It was further reported that the 950 respiratory humidifier was switched off while it was connected to the mains power. There was no patient involvement or injuries reported as a result of this event. The complaint device and accessories have been requested to be returned to f&p healthcare for further analysis.

Manufacturer narrative:
(B)(4). The complaint 950 respiratory humidifier has been requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.